Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge with 200 units of insulin. Reportedly, within a day, the insulin gauge decreased to 0 unit. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.